Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(4) that guide wire entrapment occurred. The target lesion was located in the discrete right popliteal artery. A 035/260 (bx/5) 035/260 (bx/5) guidewire was advanced to cross the lesion. A 150cm non-bsc support catheter was then advanced but was stuck going over the wire. It was noted that the luer-lock hub from one end of the catheter broke off while trying to remove from the guide wire. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The guidewire is stuck inside a catheter, besides, the distal tip of the guidewire is kinked. The overall length and the outer diameter (od) of distal tip and proximal section were within specification. The od of the middle of the device could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported via facility medwatch# (B)(4) that guide wire entrapment occurred. The target lesion was located in the discrete right popliteal artery. A 035/260 (bx/5) 035/260 (bx/5) guidewire was advanced to cross the lesion. A 150cm non-bsc support catheter was then advanced but was stuck going over the wire. It was noted that the luer-lock hub from one end of the catheter broke off while trying to remove from the guide wire. No patient complications reported.